Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system exhibited a override group error. The technical support specialist (tss) dialed into the system, applied the knowledge article "unable to reassign override group to a device" and ran the symptom and effect query for the 1.74 station version. The results showed multiple override entries for the device, and the tss cleaned by pasting them into excel and removing duplicates. Tss retrieved the required hotfix file and updated the string values using the keys obtained from the symptom query. Tss also executed the queries for each override group, then verified on the es server webpage that the override group appeared correctly under the device settings. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server user mentioned that they were unable to override the group and the server was not linked to pyxis, and the changes were not saved. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.